Event description:
It was reported that during the implant procedure, after closing the pocket, >2000 ohms impedance was observed on the atrial channel. The pocket was reopened and the lead tested normal via an analyzer. When the lead was inserted into the connector, there was a little resistance. When the pacer was placed back into the pocket, bipolar impedance was 386 ohms and unipolar impedance was 250 ohms.